Manufacturer narrative:
(B) (4).

Event description:
See also MFR report 3004209178201002899. Approx one month prior, the pt was sick with a fever. During that time, the pt was woken up at night with a shock-like sensation and burning at the ins site. The stimulation was at 1.4 or 1.5v. Since this occurrence, she experienced a burning sensation while recharging and could not recharge for more than one hour. She did not see the "antenna too hot" icon. It was also stated that the pt had a fall in (B) (6) and subsequently felt a shooting sensation in her toes. X-rays were taken and no diagnosis was made regarding lead integrity. Further info is being requested at this time.